Manufacturer narrative:
(B)(4) broken retention suture. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. Per the dfu, "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. Moving the deployed stent may break the stent wire or dislodge the cover. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end". According to the complainant, the stent was being removed 8 weeks after its initial implantation. Therefore, the most probable root cause of this issue is being assigned user/use error.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used treat a fistula within the esophagus (initial procedure date was roughly 8 weeks prior to (B)(6), 2010; no issues with stent placement or expansion). According to the complainant, on (B)(6), 2010, the physician attempted to remove the ultraflex stent because the fistula had healed. When the physician pulled on the green retention suture, it broke. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.